Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient had poor coupling with recharging. The patient stated they tried charging last night and again today but there were no coupling bars and they tried for hours but the icon from 25-50% kept blinking. Antenna locate did not resolve the issue and the patient saw the poor coupling screen. A replacement antenna was sent. The patient then stated the upper right corner of the ins perhaps might be a little protruding. No further complications were reported/expected.